Manufacturer narrative:
E1 - initial reporter establishment name- (B)(6). The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: non-compatible scope connection error (e315), crystallization is present in the insertion section. A root cause could not be identified. Based on the investigation results, the most probable cause of the reported malfunction no image could not be determined. Also, the most probable cause of the additional malfunctions non-compatible scope connection error (e315) was traced to damage on scope connector (ultrasound-plug) unit, and the crystallization observed in the insertion section could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had no image. The issue occurred during inspection for use. There were no reports of patient involvement.